Event description:
Csf did not flow even at the lowest setting: 30. The surgeon says the valve seemed occluded. He replaced it with a new spv. He would like to know if the valve is really occluded.

Manufacturer narrative:
The incident has been reported to the manufacturer on (B)(4) 2012. Results of analysis will be developed in a follow-up report.